Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incarcerated ventral incisional hernia repair surgery on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent incisional herniorraphy with excision of old mesh, bilateral rectus advancement flaps and component separation on (B)(6) 2014. It was further reported that intraoperatively the surgeon noted a mass of old, rolled up mesh material that was hard to distinguish from bowel and required extensive tedious careful dissection. It was reported patient continues to experience severe pain, recurrent hernia defects, adhesions, scarring, nausea, diarrhea and loss of appetite. No additional information was provided.